Event description:
It was reported that when using the bd vacutainer® serum, the stopper remained in the tube while the shield separated from the stopper. This occurred in 2 devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 4 photos for investigation that show a tube with its stopper stuck inside, and the stopper separated from its shield. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode closure separation. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.